Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at midnight). The patient reportedly obtained a blood glucose reading of ¿339 mg/dl¿ (with the subject meter) after consuming pizza. The patient manages his diabetes with insulin (self adjuster). According to the csr¿s documentation, after testing his blood glucose, the patient reportedly administered his usual dose of insulin (dosage not specified) and subsequently two hours later, he reportedly developed symptoms of confusion, disoriented, shaking, and cold sweats. At the onset of his symptoms, the patient reportedly tested his blood glucose with the subject meter and obtained a reading of ¿47mg/dl¿; he immediately consumed dextrose tablets as treatment and he reportedly felt better ten minutes later. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The test strip lot number was not provided since the patient no longer has the test strips available. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Pa was unable to duplicate the primary complaint. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.